Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2024-76714 the initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2024-76714.